Event description:
It was reported that the patient's left subclavian vein, through which the right ventricular (rv) lead had been delivered, was known to be occluded. The lead was inactivated when the patient was upgraded and required additional leads, and remains in place. The new leads were implanted from the patient's opposite side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.